Event description:
The device was implanted on (B)(6) 2014 for abdominal wall reconstruction. Sometime following surgery, the pt had flash pulmonary edema. The surgeon indicated the pt had other issues but no specific info was provided. It is not known if the device has been explanted or the current condition of the device or the outcome for which the device was used. It is not known what the pt's current condition is. Although no cause for the pulmonary edema was provided, it is not probable that this was caused by the device.

Manufacturer narrative:
The device history record for this device was reviewed and everything was in order.